Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured recurrent ventricular tachycardia with a "possible" relationship to the impella cp device used: ¿multiple episodes of ventricular tachycardia. Required amiodarone and cardioversion.¿. The patient recovered with no sequelae. It was also noted that the patient was cardioverted from atrial fibrillation to sinus tachycardia. In addition to the patient had a fever so antibiotics were given. The impella cp was explanted and replaced with an impella 5.5. The patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.